Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss) from a bipolar to unipolar configuration. Subsequently, the patient underwent a revision procedure and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in three segments, severed approximately 213 millimeters from the terminal end. Testing was completed to assess lead electrical performance. The outer coil conductor resistance measured as an electrical open, indicating a fractured or broken conductor. The fractured outer coil conductor was deemed likely induced damage during explant from pulling on the lead with a tool. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss) from a bipolar to unipolar configuration. Subsequently, the patient underwent a revision procedure and the rv lead was explanted and replaced. No additional adverse patient effects were reported.